Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a console was selected for a thrombectomy procedure. During preparation, it was noted that the unit is a giving a roller pump error. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the angiojet drawer assembly was received in san jose cis in good condition with no physical damages observed. Ultra system console and catheter were not returned for analysis. The drawer was installed into ultra system test fixtures and passed all test steps. The user interface controller showed no error during the time of testing and no roller pump problem found therefore this issue was not confirmed.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a console was selected for a thrombectomy procedure. During preparation, it was noted that the unit is a giving a roller pump error. The procedure was cancelled. No patient complications were reported.